Event description:
The customer reported his blood glucose reached 21.0 mmol/l (378 mg/dl) and that the cannula was flat and out of the skin. The pod was worn between 4 and 24 hours.

Manufacturer narrative:
The product was not returned for evaluation. The customer reported that the cannula dislodged from the infusion site, a condition which could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.